Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received implant last friday, (B)(6) 2021 (not yet registered) and said that it worked for the first 3 days however then started leaking all of the place since monday. Patient said that had trouble connecting to implant yesterday. They has had shoulder surgery and it is challenging to have the patient use that arm to place and hold communicator over implant. They did have a dental appointment on monday. Reviewed general use and with instruction patient was able to connect and noticed that therapy is in off position. Patient successfully turned stimulation on and adjusted the setting to the point that felt the stimulation. Patient to monitor symptoms for a few days and if needed to make another adjustment based on symptom results.